Event description:
It was reported that the patient was admitted in hospital between (B)(6), 2025. The patient was seen for vascular issues in clinic prior to admission. The patient passed away (B)(6), 2025. The cause of death was unknown. There is no known allegation from a health professional that suggests that the death was due to the device/system. Further information was requested from the clinician but was not provided.